Event description:
On (B)(6) 2014, the reporter contacted animas alleging a keypad unresponsive issue. The reporter stated that the up and ok keypad buttons were intermittently unresponsive and that the keypad cover had then become torn. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: during investigation, the keypad was observed to be torn over the ok button. The ok, up and contrast buttons did not respond to user presses, but all the other buttons responded appropriately. The keypad was removed and there was contamination found under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).